Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered. This device was then tested in clinic with amplitude changes able to be reproduced. An x-ray is expected to be completed to evaluate system placement. This device remains in service. No adverse patient effects were reported.